Event description:
On 5/11/2022, it was reported by a sales representative via phone that ar-2290 proximal tenodesis implant system button fell off the inserter at some point between opening package and being handed to the surgeon and it cannot be found. X-ray were taken and it has been confirmed that he button is not inside the patient. Surgeon opened another kit and was able to complete the case without further issues. This was discovered during a proximal bicep tenodesis procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.